Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) /2005, the patient presented with degenerative disc disease l4-l5 and l5-s1 and lumbar instability. The patient underwent placement of posterior pedicle screws, l4-l5-s1 bilaterally with inter-transverse fusion with allograft and autograft bone, transforaminal discectomy on the left at l4-l5 with total discectomy, placement of intervertebral bone graft and stabilization with allograft and autograft, and anterior axial if interbody fusion and discectomy at l5-s1 and arthrodesis, allograft and autograft and microdissection. Per the operative notes, "an 11mm trial was placed and a good fit was obtained. The 11mm cutting distractor was used to cut and scrape the end plates and a 25mm x 11mm boomerang peek cage was packed with bmp sponge, tapped into position, rotated around anteriorly across the midline and placed to its final position in the anterior vertebral interspace. Another bmp sponge was placed and then the remaining cavity was packed with cortical allograft. The dilator and retractors were removed." There were no noted complications. On (B)(6) 2005, imaging studies indicated "at the l2-3, no abnormalities are noted. At the l3-l4 level, a mild diffuse annular disk bulge is noted. The left l5 pedicle screw is noteworthy in that it slightly violates the leftward lateral cortex of the pedicle and vertebral body. Fat planes around the thecal sac at the l4 level due to the surgery have been disrupted. There is evidence of an l5 wide posterior midline laminectomy." On (B)(6) 2005, the patient presented for follow up. Per the physician's notes, "patient states that he is having new numbness in left foot. Also, has left thigh pain. Frequently, using oral narcotic analgesics and skeletal relaxants every 4 hours." On (B)(6) 2005, the patient presented for follow up. Per the physician's notes, "some improvement in his pre-operative condition; however, still complains of residual leg pain, back pain, and numbness." On (B)(6) 2005, the patient presented for follow up. Per the physician's notes, "resolution of pain in the lower extremities. Now only has pain in the back and patient believes is surgically induced pain. Undergoing outpatient physiotherapy and takes percocet for pain." On (B)(6) 2006, the patient presented with complaints of low back pain. Patient was diagnosed with degenerative disc disease, lumbosacral spine w/radiculopathy, spondylosis, cervical degeneration, lumbar/lumbosacral disc, lumbar herniated disc. On (B)(6) 2006, patient presented for follow up. Renewal therapy was issued for two times a week for the next four weeks. On (B)(6) 2006, the patient presented with complaints of persistent pain in lower back. Still having stabilization difficulty. CT scan was ordered to see if fusion has taken or not. On (B)(6) 2006, a CT scan indicated "no evidence of hardware loosening or infection. There is suspected left lateral recess stenosis at the l4-l5 levels with extradural soft tissue noted in this region representing residual disk material versus scar tissue. This does appear to involve the region of the left l5 root in the nerve root entry zone. Correlate with any findings of left l5 radiculopathy. Mild-moderate bony foraminal stenosis bilaterally at l5 from facet joint spurs. There is minimal disc bulge l3-l4." On (B)(6) 2006, the patient presented with complaints of low back pain. CT scan was interpreted to indicate "excellent placement of hardware and bone graft material. It appears that there is early arthrodesis starting, but cannot tell if there is any definitive solid arthrodesis at either l4-5 or l5-s1." On (B)(6) 2006, the patient presented with complaints of aching, sharp pain. Persistent low-grade pain. Patient is receiving ssdi. On (B)(6) 2006, the patient presented with complaints of largely incisional discomfort particularly when he twists or shifts weight in bed. The pain does not radiate although the patient does have some occasional twinges of electric shock and burning pain in leg, but it is intermittent. Physician prescribed lidoderm patch and a trial dose of lyrica. On (B)(6) 2006, imaging studies indicated "residual disc herniation versus scar tissue at l4-5 as previously described." On (B)(6) 2006, the patient presented for follow up. CT scan indicated "evidence of fusion, solid bone fusion across both l5-s1 and l4-5." Physician recommended pain management consultation. On (B)(6) 2006, the patient presented with complaints of burning, aching, sharp pain all day long. Imaging studies indicated "no evidence of lumbar instability status post anterior and dorsal fusion at l4-5 and l5-s1." On (B)(6) 2007, the patient presented for follow up. Per the physician's notes, "anterior and posterior fusion at l4-l5 and l5-s1, unchanged. Patient has developed progressive increased pain in right lower extremity that radiates down over the right anterior lateral thigh and the lateral aspect of the calf in an l5 distribution. Patient says pain is becoming more intense and bothers him at night. Patient is taking vicodin for pain. A pain consultant prescribed neurontin. Exam does not show evidence of significant abnormalities. L5 root pain." On (B)(6) 2007, a lumbar myelo CT indicated "no asymmetric nerve root cutoff is evident. There is bilateral inferior l4 foraminal stenosis due to hypertrophic spurring. No compression disk protrusion or herniation is evident." On (B)(6) 2007, the patient presented for followup. Per the physician's notes, the patient "has definite solid fusion at l4-l5 and l5-s1. No evidence of root compression. Judgment: may have mild foraminal stenosis in the l5 nerve root foramen on the right side. Symptoms are clearly l5 root like in nature. They are positional and usually activity related. Recommended that patient have a series of transforaminal epidurals at the l5 nerve root level on the right side. If this is helpful in relieving pain I would give them the option of removing the pedicle screws and decompressing the l5 nerve root foramen on the right side." On (B)(6) 2007, the patient presented for followup. Per the physician's notes, "2 years after l4to s1 fusion using the trans1 technique and the trans1 study. In the past has complained of right leg pain. Dr gave patient an injection for trochanteric bursitis and now patient is complaining of intermittent left leg pain. Prescribed vicodin. CT evaluation shows that patient had obtained fusion acrossl4-5 and l5-s1. There has been some improvements in the electrical shock pain and the burning pain in the legs has improved. Follow-up prn." On (B)(6) 2008 the patient presented with complaints of back pain; symptoms are worse at bedtime. Pain is usually not associated with stiffness. Patient complains of some paresthesia and weakness to the right leg, but no numbness. Patient denies any bowel and bladder dysfunction, but did complain of some erectile dysfunction for which patient had no treatment. Patient describes pain as shooting, sharp, cramping pain. Lying down relieves pain at times. Failed back surgery syndrome with bilateral leg pain, right leg being radicular neuropathic; mechanical axial discogenic pain could be from extension of disease to l3-4; and right l3-4 facet joint arthropathy. On (B)(6) 2008, the patient underwent r l1 and l2 mbb for blocking the right l2-3 facet joint, fluoroscopy guidance, in order to denervate right l2-3. Diagnosis: lumbar facet joint pain, lumbar spondylosis, failed back surgery syndrome. On (B)(6) 2008, the patient presented for followup. Fbss with bilateral pain, neuropathic pain. On (B)(6) 2008, the patient presented for followup. Fbss with bilateral pain. On (B)(6) 2008, the patient presented with complaints of bilateral neuropathic pain, failed back surgery syndrome and discogenic back pain. The patient underwent implantation of trial percutaneous spinal cord stimulation with compact 8 contact array x2. On (B)(6) 2008, the patient presented with complaints of low back and bilateral neuropathic pain. On (B)(6) 2008, the patient presented for follow-up with complaints of axial discogenic pain. On (B)(6) 2008, the patient presented with complaints of low back pain. Fbss with right leg pain, discogenic pain. On (B)(6) 2008, the patient presented with complaints of low back pain, axial discogenic pain. On (B)(6) 2009, the patient presented with complaints of low back pain. Fbss with right leg pain, discogenic pain. Viagra for erectile dysfunction. On (B)(6) 2009, the patient presented with complaints of low back pain. Hardware associated pain. On (B)(6) 2009, the patient presented with complaints of low back pain. On (B)(6) 2009, the patient presented with complaints of low back pain and neck pain with left arm pain. On (b)(46) 2010, the patient was diagnosed with "lumbar spondylosis, disc displacement, postlaminectomy synd lumbar, lumbosacral neuritis unspecified. From all the prior studies seems that bilateral l5 and s1 nerve roots were involved with scar tissue although no definitive nerve injury could be documented by nerve condition study or by clinical exam other than mild loss of sensation in right l5 dermatome as well as loss of bilateral achilles reflexes." On (B)(6) 2010, physician's notes state the patient "suffers from fbss with leg pain." On (B)(6) 2010, the patient underwent lumbar r l1, l2, and l3 medial branch block under fluoroscopy guidance, mild sedation. On (B)(6) 2010, the patient presented with hardware associated pain, cervical radicular pain. On (B)(6) 2010, the patient underwent right s1 transforaminal injection, fluoroscopy. On (B)(6) 2011, the patient underwent second diagnostic right l3-l4 mbb and right l5dr block. On (B)(6) 2011, the patient underwent lumbar right l1 and l2, l3, l4 medial branch block under fluoroscopy guidance with mild sedation. On (B)(6) 2011, the patient presented for follow up. Back reveals normal lordosis. (B)(4) test is positive on the right. On (B)(6) 2011, the patient presented for follow up with fbss with neuropathic leg pain. Per the physician's notes, "he is s/p l4-s1 inst rumented fusion. Diagnosis: facet joint arthropathy causing focal pain. The pain is at the adjacent level just proximal to the fused l4-l5 segment. It is not unusual to have facet joint arthropathy at that level. Left s1 therapeutic transforaminal injection for left leg radicular pain." On (B)(6) 2011, the patient presented with complaints of lower back pain. On (B)(6) 2011, physician's notes state "patient continues to require increasing dose up short-acting opioid. Clinical examination has not changed since his last examination. He continues to suffer from l3-4 facet joint arthropathy which is the adjacent segment proximal to used l4-5 and l5-s1 segments. Right ieg neuropathic/radiculopathy pain is reappearing and will need treatment." On (B)(6) 2011, the patient presented with complaints of axial back pain and bilateral radicular pain. On (B)(6) 2011, the patient underwent bilateral transforaminal injection under fluoroscopy to treat lumbar disc disease, radicular leg pain, failed back surgery syndrome (fbss) with bilateral leg pain. On (B)(6) 2011, the patient presented with complaints of "axial, mechanical back pain as well as intermittent bilateral radicular/neuropathic leg pain, right side being worse than left. Axial loading makes his symptoms worse. Patient continues to require increasing dose of short-acting opioid in order to remain functional." On (B)(6) 2012, the patient presented with continued complaints of "bilateral lateral thigh pain, pain migrates from side to side, predominantly it's in the right side with intermittent radiation to left. Clinical examination revealed midline tenderness and bilateral para-vertebral tenderness. Recommended bilateral l2, l3 medial branch radiofrequency denervation." On (B)(6) 2012, the patient underwent right l2, and l3 medial branch radiofrequency neurotomy for denervation right lg-4 facet joint, a therapeutic procedure performed under mild sedation and fluoroscopic guidance. Patient had concordant pain relief on two occasions. Procedure was performed to treat chronic severe back pain secondary to lumbar facet joint arthropathy affecting right l3-4 facet joint, lumbar spondylosis, focal paravertebral pain, with morning stiffness. On (B)(6) 2012, the patient underwent radiofrequency thermal neurotomy of left l1 performed after with motor and sensory stimulation with the rf generator and under fluoroscopy guidance for each level and also under sedation on (B)(6) 2012, the patient presented with hbp, hip pain, burning sensation. "Discussed implantation of permanent spinal cord similar since patient is now complaining of symptoms in the distribution of bilateral nerve which is a neuropathic pain that patient had before. Patient did well with the trial of spinal cord stimulation but experienced uneven stimulation secondary to lead migration." Patient underwent left pedicle screw injection for focal pain. On (B)(6) 2012, the patient presented with lumbosacral spondylosis without myelopathy. On (B)(6) 2012, the patient underwent left l3-4 facet joint intra-articular injection. On (B)(6) 2012, the patient underwent left l2, l3 medical branch block (mbb) for denervating left l3-4 facet joint and intra-articular left l3, l4 facet joint injection; focal pain in left lower lumbar paravertebral area with associated left lateral thigh pain. On (B)(6) 2012, the patient presented with complaints of low back pain and knee pain. A 12 systems were reviewed and only positive ros are mentioned. Negative findings are in the emr. On (B)(6) 2012, the patient presented with complaints of low back pain. On (B)(6) 2012, the patient presented with complaints of "low back pain, bilateral le neuropathic pain; midline tenderness has gotten worse than before." On (B)(6) 2012, the patient presented with complaints of low back pain, bilateral le neuropathic pain. Treatment: oxycodone, etodolac capsule, oxycodone. On (B)(6) 2012, the patient presented with low back pain, bilateral le neuropathic pain.

Event description:
It was reported that the patient was ambulating and discharged home three days after surgery on (B)(6) 2005. It was reported that ... On (B)(6) 2005 the patient was vomiting with complaints of abdominal pain. CT abdomen showed no acute pelvic disease process identified; air anterior to the sacrum compatible with recent spinal surgery including a screw placed superiorly through the sacrum into l5. Resolved by (B)(6) 2013. On (B)(6) 2005, the patient had some residual leg pain. Lumbar series on this date showed no changes since surgery. On (B)(6) 2006, CT scan was basically unchanged. On (B)(6) 2006, l4-s1 fusion was noted without change. Patient is "not much better from the surgery and most of the time his pain hovers around a 4 to 5 level. Patient has a flat affect. Per examining doctor, "his motor exam is good with normal motor function in all motor groups of the lower extremities. Patient prescribed vicodin. On (B)(6) 2007, flexion and extension views showed no appreciable change in alignment of the spine. On (B)(6) 2008, the patient presented with bilateral leg pain, right leg being radicular neuropathic.